Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2018-01203. It was reported the patient had a recent seizure and since the seizures therapy became ineffective to their desired locations. X-rays did not confirmed lead migration. As a result, the patient requested a lead revision as the next course of action.